Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of oversensing of noise was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: g3 in the previous report should have been may 17, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12417. It was reported that the patient presented to the emergency rooms after receiving shocks. A chest x-ray revealed that the right ventricular (rv) lead exhibited dislodgement leading to oversensing of noise and inappropriate shocks.the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to the shocks. During the revision procedure, the rv lead helix could not be retracted. The rv lead and ICD were removed and replaced. The patient was stable.